Manufacturer narrative:
The device was not returned and could not be analyzed by engineering as the commercial team member is no longer with the company, preventing engineering from performing investigation. The root cause of the event could not be determined and the alleged issue could not be confirmed. This complaint will be closed with no further action. Complaints are tracked and trended as part of management review.   Potential causes of the reported issue are unintended stimulation, improper programming parameters, change in posture or proximity of electrode to target nerve resulting in stimulation of nerves outside the target nerves, interference from other electromagnetic sources, and interference from a non-curonix device. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported a burning sensation that went away. No additional information was provided.